Event description:
The consumer later reported that she was given pain medication and muscle relaxers to resolve the overstimulation, soreness and the tingling sensation. When the patient went to the hospital, the doctors did an assessment to get the patient out of pain. The doctors also evened her legs with the rest of the patient's body to resolve the symptoms. In conclusion, the reported symptoms had been resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was sitting at a picnic table, leaned down, lost their balance, and fell on their back directly onto the implantable neurostimulator (ins). There was overstimulation. The patient started that their feet were still on the bench and their legs were ¿tingling something awful¿ as if the amplitude had been turned up. Once their legs were taken off the bent, the sensation started to subside. The patient was taken to the emergency room. The health care professional (hcp) told them that they would be sore for a few days. Their back was sore. The patient had checked the ins after incident and it read okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.